Event description:
It was reported that during a low anterior resection procedure, the instrument would not break the washer. When the device was removed it was noted that the staples fired were malformed. The surgeon placed overstiches to close the tissue. Case was completed with another device. There was no patient consequence.